Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the pulse generator exhibited no output when connected to the leads. The device was not used and a new device was implanted.